Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 patient began experiencing itching and a red rash on his belly under the sensor. Patient visited doctor on (B)(6) 2013. Doctor told patient to change the insertion location and use neosporin on the rash. At the time of the call patient reported feeling fine. The rash was gone and skin looked normal.